Event description:
It was reported by the customer that they were experiencing low blood glucose levels. Customer stated their blood glucose levels were ranging between 300 mg/dl and 40 mg/dl throughout the day. Customer declined troubleshooting for blood glucose levels but stated their sensor was not calibrating correctly. Advised to change sensor once device alerts and to calibrate when blood glucose levels are stable. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).